Manufacturer narrative:
The investigation reviewed the system's alarm trace and found sample short, sample clot, and sample foam detection alarms. The customer's sample pre-analytic details were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module and a cobas 6000 e 601 module. The patient's initial troponin result was not reported outside the laboratory. The customer performed repeat testing on both the e 801 module and the e 601 module. The patient's initial troponin result on the e 801 module was 495 pg/ml. The patient's repeat troponin result on the e 601 module was 198.7 pg/ml. The patient's repeat troponin result on the e 801 module was 634 pg/ml. The patient's repeat troponin result on the e 801 module was 341 pg/ml. The patient's repeat troponin result on the e 601 module was 198 pg/ml. The troponin reagent lot number on the e 801 module was 523685 with an expiration date of 31-jul-2022. The troponin reagent lot number and expiration date on the e 601 module were requested but not provided. This medwatch is for the e 801. Refer to the medwatch with (B)(6) for the e 601 module.

Manufacturer narrative:
The investigation is ongoing.